Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer declined to reload the cartridge and reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 169 mg/dl.